Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited white foreign material in the air/water tube, foreign material in the light guide lens and light guide lens had a crack. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is presumed that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The foreign material adhered to air water channel and light guide lens possibly not removed since the reprocessing was not conducted properly due to leakage from the biopsy channel. However, a definitive root cause could not be identified. The instruction manual states for event white foreign material adhered to the air water channel the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". The instruction manual states for event foreign material adhered inside light guide lens that detection method in gif/cf/pcf-190 series operation manual chapter 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.